Manufacturer narrative:
H2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with biological debris on it. The retention sutures were not returned. The distal 1/3 of the inner and outer anchors is fractured away from the proximal end and was not returned. The distal end of the insertion shaft is deformed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee surgery, the anchor of the footprint ultra fractured. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the original bone hole, so no void was used in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee surgery, when the anchor of the first footprint ultra was implanted, it completely shattered ((B)(4)) and the anchor of the second footprint ultra fractured ((B)(4)). The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the original bone hole, so no void was used in the patient. No further complications were reported.